Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for generator change out. The cs lead was revised due to capture anomaly. The stylet was inserted in to the distal portion of the cs lead, but not to the tip. Manual traction was applied unsuccessfully. The lead was capped due to the adhesions near tricuspid valve. Access to cs was obtained with a micro-puncture kit and a glidewire, and injected through the side port. It was then noted that staining the anterior wall and flushing in the pericardial space. The glidewire was removed and blood pressure repeated then it correlated to the base line pressure. Cs replacement was abandon. A transthoracic echo was performed and revealed small pericardial effusion on the anterior aspect of the heart. The patient was stable post-procedure.